Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated in the report that patient had a poor ability to cough up sputum. The ventilator reported a tidal volume that was too low, with an oxygen saturation of 98%. The tracheal pressure gauge showed values significantly below the normal range. After evaluation by the doctor, the endotracheal tube was immediately replaced. Following the replacement, the patient's ventilator parameters were continuously monitored, and tidal volume gradually returned to the normal range. Subsequent monitoring of the patient's vital signs showed that all indicators remained normal.